Event description:
During the use of a powerflex p3 balloon, it was reported that when crossing the popliteal stenosis, the balloon presented a slit or hole that prevented it from inflating and caused the contrast liquid and blood to leak into the catheter. A second powerflex balloon was used to complete the procedure and there was no report of patient injury. This was a peripheral angioplasty. It was confirmed that the balloon had not been previously used.

Manufacturer narrative:
Complaint conclusion: during the use of a powerflex p3 balloon, when crossing the popliteal stenosis for pre-dilatation, the balloon presented a slit or hole that prevented it from inflating and caused the contrast liquid and blood to leak into the catheter. A second powerflex balloon was used to complete the procedure and there was no report of patient injury. This was a peripheral angioplasty. The target lesion was a diffuse injury on superficial femoral and popliteal arteries described as calcified with 80% stenosis and the vessel was not tortuous. It was confirmed that the balloon had not been previously used. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A medflator inflation device was used successfully with other devices during the procedure. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was in no acute bend. The balloon catheter did not kink while being used. The leakage was noted on the hub, at the inflation port. The powerflex p3 was removed intact from the patient. No sharp objects were used during the procedure. The device was not returned for analysis. Review of lot 15704319 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿pta frayed/split/torn¿ could not be confirmed as the device was not returned for analysis and the exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (calcification and 80% stenosis) may have contributed to the reported damage of the device allowing back flow of blood to the inflation port. Neither the information available nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that based on additional information received, the leakage reported was at the luer hub and not at the pta system. Therefore the leakage does not meet the criteria for MDR reportability. Sections have been updated on this med watch.

Event description:
Addendum: additional information indicated that there were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A medflator inflation device was used successfully with other devices during the procedure. The contrast to saline ratio was 50/50. The powerflex p3 was being used for pre-dilation. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was in no acute bend. The balloon catheter did not kink while being used. The leakage was noted on the hub, at the inflation port. The powerflex p3 was removed intact from the patient. No sharp objects were used during the procedure. The lesion was calcified with 80% stenosis and the vessel was not tortuous. This was a diffuse injury on superficial femoral and popliteal arteries.

Manufacturer narrative:
Complaint conclusion update: device received for analysis. This was a peripheral angioplasty. The target lesion was a diffuse injury on superficial femoral and popliteal arteries described as calcified with 80% stenosis and the vessel was not tortuous. It was confirmed that the balloon had not been previously used. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A medflator inflation device was used successfully with other devices during the procedure. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was in no acute bend. The balloon catheter did not kink while being used. The leakage was noted on the hub, at the inflation port. The powerflex p3 was removed intact from the patient. No sharp objects were used during the procedure. The product was returned for analysis. One powerflex p3 pta balloon dilatation catheter 5fr 5mmx10cm 110cm was returned. Per visual analysis it was found that the balloon was previously inflated and deflated. No other damages were noted in the device. A leak test was performed and a leak was noted in the distal section of the balloon. The distal section of the balloon was observed under microscope and a burst condition was found on the balloon distal section. Sem analysis was performed which showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis. A device history review (DHR) of lot 15704319 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer of ¿pta system- frayed/split/torn-in patient (peripheral)¿ was not confirmed, since no "frayed/split/torn" conditions were found on pta system received either during analysis. However the reported event of ¿balloon burst-at/below rbp¿ was confirmed by analysis. The cause of the balloon burst condition found could not be conclusively determined however the balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Neither the DHR nor the product analysis suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.